Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had no falling out of the water that was injected during the pretest. Per follow up information received via ibc on 11mar2025, stated that it seemed that it was difficult to drain the water during the pre-test, but it also seemed harder than usual to fill with water.

Event description:
It was reported that the foley catheter had no falling out of the water that was injected during the pretest. Per follow up information received via ibc on 11mar2025, stated that it seemed that it was difficult to drain the water during the pre-test, but it also seemed harder than usual to fill with water. Per investigator's notification received on 03sep2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Using returned syringe attempted inflation with 10ml mbs. Inflated with no difficulties however asymmetrical balloon was present. Therefore, (B)(4) was opened to capture asymmetrical balloon present. Also received 4 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.